Manufacturer narrative:
The complaint company iii (d) cartridge samples for reported lot # were not returned for evaluation. An unopened company iii (d) cartridge 10-count carton was returned. One side of the carton was crushed flat upon returned which caused damage to two of the pouches inside. (Information in the file indicates the samples were shipped to the us, returned to the czech republic and reshipped to the manufacturing site.) The ten unopened company iii (d) cartridge samples were evaluated. All ten samples were visually inspected. One cartridge exhibited damaged tabs on the bottom. Functional testing could not be conducted due to the damage. The remaining nine cartridge were not damaged and no abnormalities were observed. The nine samples were functionally tested per the dfu using a qualified company iii blue handpiece, company, 27.0 diopter lens and viscoat. No lens or cartridge damage was observed after the lens deliveries. No coating expulsion was observed. No foreign material was observed on the lenses after delivery through the company iii (d) cartridges. The nine cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No missing material was observed. Monarch product history records were reviewed and all documents indicate the product met release criteria. It was indicated a non-company lens was used. The company iii (d) cartridge used for the surgery was not returned for evaluation. The root cause for the reported event may be related to a failure to follow the dfu. The account used a non-qualified lens/monarch combination. Customer has indicated the use of a non-company iol. The company iii (d) cartridge dfu states: the company iii iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iii iol delivery system. Nine of the unused/unopened company iii (d) cartridges for the reported lot# were evaluated. All ten company iii (d) cartridges were visually examined. One had return shipping damage. The other nine cartridges were not damaged and no abnormalities were observed. The nine company iii (d) cartridges were functionally tested per the dfu with no lens or cartridge damage observed. No foreign material or particles were observed on the lenses after delivery. The nine company iii (d) cartridges were top coat dye stain tested with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a fragment from the cartridge was on the lens. The surgeon was able to remove it and the procedure was completed. A non-company lens was used. There was no harm to the patient.